Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2015 stating that the customer had not encountered any further cartridge 19 alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) were received with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. The customer was able to successfully load the original cartridge onto the pump.